Manufacturer narrative:
On 12-10-2015 two ocd field engineers (fe) arrived at the customer site. Fes observed that the gripper is not straight, completed all adjustments for the gripper and completed mod 41x and the pm. Wash block and probe were verified and are performing as expected. Fes performed complete preventive maintenance procedure per instructions, perform all alignments, adjustments, and verifications. Customer ran controls to verify service, also ran previous samples with false negative results to ensure resolution. The investigation determined that the most likely root cause of this event was instrument related due to the gripper requiring adjustment. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reporting two events with false negative results issued by the provue when samples are tested for the 2 cell antibody screen. First patient; cell I was reported as negative on provue, 1+ when card was visually inspected and 1+ in manual with 15 min incubation. Cell ii was reported as "?" On provue, 1+ when card was visually inspected and 1+ in manual with 15 min incubation. Second patient; cell I was reported as negative on provue, 1+ when card was visually inspected and 1+ in manual with 15 min incubation. Cell ii was reported as negative on provue, negative when card was visually inspected and negative in manual with 15 min incubation.